Manufacturer narrative:
Additional information: medtronic received information that there was green status for tool card/communication. It is working now. Unique device identification (UDI) provided. Device manufacture date provided.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed. There was no fault found with the system. The system passed a system checkout and the system was found to be fully operational.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that intra-operatively, while setting up equipment, the site was able to get green status for their microscope but was unable to track the microscope. They continued the procedure utilizing the microscope probe and the navigation system. There was no reported surgical delay or patient impact.